Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) implanted about seven years ago. The patient stated that the aus is not working as well as it used to and he is now using six pads per day. Patient indicated that he would like to see the urologist for a second opinion. No more information is available at the moment, if relevant information becomes available, it will be provided.